Event description:
Patient was seen in clinic and presented with low lead impedance and was referred for a full revision. During pre-op the device was checked and still showed low impedance. The surgeon first replaced the generator and low impedance was still observed, so he tried reinserting the lead pin but this did not resolved the issue. The surgeon inspected the lead and noticed fluid in the lead so he proceeded with replacing the lead. During removal of the old lead, the surgeon noticed that one of the electrodes was not placed on the nerve. A new lead was placed alongside the new generator and the impedance was within normal limits. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that lead and generator were returned. Lead product analysis was completed. During the visual analysis abraded openings were observed on outer and inner tubing; body fluids and organic matter were also observed inside the tubing. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. However, a low impedance condition was identified. During the visual analysis, abraded openings adjacent to each other were observed on the inner silicone tubing of the lead coils resulting in portion of the lead coils being exposed making electrical contact. The short circuit condition resolved once the coils were separated. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis for generator showed no performance, or any other type of adverse conditions found with the pulse generator. Datadump was reviewed and the >25% change took place on (B)(6) 2022. The prechange value was 504 ohms and postchange was 22621 ohms. The earliest change to low impedance was seen on (B)(6) 2022 at 518 ohms. The high impedance will not be captured as it took place on the date of explant and likely related to the explant procedure. No other relevant information has been received to date.